Manufacturer narrative:
As reported, the patient experienced lower back pain and urinary abnormalities post implant of a modified kugel hernia patch. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of implant was estimated as (B)(6) 2023 based on the information received, as a specific implant date was not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, in (B)(6) 2023 the patient was implanted with a modified kugel hernia patch after which he experienced lower back pain and urinary abnormalities.